Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated to be (B)(6) 2017. Date of explant is estimated to be (B)(6) 2017. Further information regarding patient, device and event information was requested but not received.

Event description:
It was reported the patient did not recharge the ipg as recommended by the manufacturer guidance. The patient stated that the ipg then became inoperable. In turn, the patient underwent surgical intervention on an unknown date approximately 2 or 3 years ago wherein the device was explanted.